Event description:
After deployment of a sapien xt valve in 50:50 position across the aortic annulus, tee and angio revealed moderate paravalvular leak (pvl). A second valve was placed 70:30 aortic/ventricular and final assessment demonstrated mild pvl. Initially, balloon valvuloplasty (bav) was performed to confirm valve size. Minimal leak was noted during bav and the decision was made to implant 26mm sapien xt. Per report, the patient had a homograft and valve-in-valve procedure was expected to be necessary. The native aortic annular diameter measured 24mm by tte. As reported, the native valve/leaflets were mildly calcified and no calcification was noted with the aortic root. Coaxial alignment of the valve and delivery system, and the image intensifier angle was good. During deployment ventilation was held and pacing capture was not lost.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, per report, the patient had a homograft and valve in valve procedure was expected to be necessary. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.